Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling by themselves when attempting a manual bolus. Customer also mentioned receiving a no delivery alarm that was resolved with troubleshooting. Customer's blood glucose reading at the time of the call was 311 mg/dl and has treated. No further information reported.